Event description:
It was reported that a patient and spouse experienced a libre 3 plus sensor pairing failure that was resolved after rescan, with the sensor entering warmup and glucose reported as stable. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included technical troubleshooting and education with successful re-pairing of the sensor. Investigation of this case revealed a transient communication or pairing issue related to the continuous glucose monitoring component that resolved with standard rescan procedures, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use-environment related and not indicative of a device defect.